Event description:
I have hutch breast implants placed in 2000. Immediately following my breasts became hard and hurt. The following years until 2020 I lived in hell. I went to every dr every ER feeling I was dying. I had burning in my breasts excruciating pain and very hard breasts. I also had depression, chronic headaches, crippling anxiety, inflammation, back pain, vertigo, brain fog, shortness of breath, heart palpitations, numbness and tingling in arms and legs, body pain almost bed ridden. These devices need to be banned. You've known for decades that they cause auto immune disease, cancer etc and you continue to torture us women. Stop the greed. We are dying. FDA safety report ID # (B)(4).